Event description:
This device is at eos indication and was explanted on (B)(6) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 50 months and a large amount of 189 charging cycles was recorded to the device memory. The analysis of the shock holter showed that an amount of more than 189 charging cycles was performed by the device. The eos status of the device resulted from that successive charging. The available iegm's showed that this charging was caused due to the detection of noise in the ventricular as well as in the far-field channel. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 50 months; 189 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.